Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump got was exposed to liquid and started beeping and flashing medtronic logo confirmed that pump was damaged discovered a hairline crack at the back of the pump. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7020la, unomedical, mmt-1880, mmt-332a. Troubleshooting was performed. Customer reported a flashing medtronic logo on the screen that was not a single flash. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer used the insulin pump was used within 48 hours of the event. The auto mode/smart guard was active at the time of the event. Customer reported low bgs. Fluid in pump (pump exposed to fluid) customer reported that pump was exposed to moisture but there is no visible fluid in pump. No further patient complications were reported. No product return is required for mmt-7020la. No product return is required for unomedical. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, missing display window cover, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, serial number label missing. Flashing medtronic logo was observed during analysis due to moisture damage on electronic stack. Exposed to moisture is confirmed at the electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins. Unable to confirm audio anomaly due to flashing medtronic logo. Cosmetic damage is confirmed at the unspecified area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.